Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition due to oversensing of atrial activity. The patient is pacer dependent and experienced asystole greater than two seconds. The sensitivity was increased and the lead remains implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.